Event description:
It was reported that right ventricular (rv) lead dislodgement was noted one day after initial implant. High rv thresholds were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.